Event description:
A (B)(6) female admitted from (B)(6) to the ed for peg replacement. Peg replaced on (B)(6) 2010 at (B)(6). During the removal of the peg tube, the tube disc got dislodged as the snare snapped with disappearance of the disc at the cricopharyngeal area. Procedure: esophagogastroduodenoscopy removal of deteriorated peg tube, and insertion of new peg tube. On (B)(6) 2009 - peg 20f inserted. On (B)(6) 2010 - peg replaced (B)(6). On (B)(6) 2011 - peg replaced 20f.